Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor reported an allergic reaction occurred after the agb catheter was inserted into the patient. The doctor removed the catheter from the patient and gave patient adrenaline. The patient's condition gradually returned to stable.

Manufacturer narrative:
(B)(4). The customer returned an unopened representative cs-24706-e kit for investigation. The actual sample was not returned. Visual exanimation was performed on the unopened kit and no issues or anomalies were identified. A device history record review was performed and no relevant findings were identified. The instructions for use provided with this kit states that use of the arrowg+ard blue antimicrobial catheter technology is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. The reported complaint that the catheter caused an allergic reaction could not be confirmed since the actual sample was not provided for evaluation. Though the sample was not provided for this complaint, IFU: sz-24301-107a provided with this kit, states that use of the arrowg+ard blue antimicrobial catheter technology is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Based on the provided information and since no issues were identified during the device history record review, the probable cause of this complaint is operational context, the patient's condition.

Event description:
The customer reports that the doctor reported an allergic reaction occurred after the agb catheter was inserted into the patient. The doctor removed the catheter from the patient and gave patient adrenaline. The patient's condition gradually returned to stable.